Event description:
It was reported to philips that the system gave an alert that the shutter positions were unknown, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and identified fuse 10 was defective. However, the issue persisted even after replacement. The philips field service engineer (fse) inspected the system onsite and found that the system boot up failure from power loss restricted all geometry movements and shutter positions. Upon troubleshooting fse identified the amc drive failed to start preventing the system from performing any movement functions. A review of system log files confirmed that the error indicating unknown shutter positions was caused by motor assembly issue. The fse replaced the amc drive, made adjustments, and ensured the system met the required operational specifications. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.